Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after a site change using 6 mm infusion insets during which the cannula reportedly bent three times, and the user also entered additional meal announcements to bring down glucose, which the agent advised could disrupt algorithm performance. Symptoms included hyperglycemia with a reported sensor and fingerstick value of 364 mg/dl and subsequent lows after highs. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer support troubleshooting, education on appropriate use of meal announcements, and arrangement for replacement infusion insets. Investigation of this case revealed probable infusion set insertion or cannula occlusion issues consistent with bent cannulas and user technique concerns, coupled with inappropriate corrective meal announcements that likely contributed to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to infusion set insertion and meal announcement usage.